Event description:
It was reported that the patient was wondering about possibility of fall affecting her therapy. The patient had a pretty bad fall (B)(6) 2013 and shattered her arm. The patient had surgery tuesday. The patient believed her ins was not working at all. The patient could not hold her urine. The patient could feel stimulation when she turned it up. Stimulation was felt in the same area as it used to be felt before the fall. The patient did not think she was given fluids during her hospital stay. The patient was wondering whether the trauma could have caused her therapy to stop working. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0a8lm, implanted: (B)(6) 2013, product type: lead. (B)(4).